Event description:
It was reported, the evis exera iii bronchovideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6.: component code. Additional information d8, h6. A review of device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection. And the customer's complaint ¿no image showed up at the distal end section¿ was confirmed. Based on the results of the investigation, it was presumed, that the image sensor unit was broken, which led to occurrence of the event. Since, damage was confirmed, at bending section, we presume, that irregular stress was applied to the bending section, which led to breakage. However, we could not specify, the cause of the breakage. A definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable, by handling the scope in accordance with the following sections of the instructions for use: important information-please read before use. Precautions: caution. Turn the video system center on only, when the endoscope connector is connected to the light source. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so, can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning; follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8, inspection of the endoscopic system: inspection of the endoscopic image. Confirm, that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1, troubleshooting: if any irregularity is observed, during the inspection described in chapter 3, ¿preparation and inspection¿; do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair, as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.